Event description:
It was reported the unit was found to have no power and a suspected broken switch connection. No patient injury or complications were reported in relation to this event. Additional information was received on 09 march 2020. The product problem was observed during testing. The unit did not provide an alarm because it was not turning on at all. There was no patient involvement.

Manufacturer narrative:
Date recv'd by MFR: 03/09/2020. H6: patient code updated to 2645.

Event description:
It was reported the unit was found to have no power and a suspected broken switch connection. No patient injury or complications were reported in relation to this event.